Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer was instructed by technical support to inspect and clean the pump, but the error persisted even after attempting to load a new cartridge. Technical support decided to replace the pump and instructed the customer on returning the faulty pump and using multiple daily injections as backup therapy.